Event description:
Additional information received via alert indicated that the crt-d and rv lead exhibited high pacing lead impedance measurement greater than 2,000 ohms. Attempts to obtain additional information from the field representative were unsuccessful. The device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing shock impedances. Attempts to explant the lead were unsuccessful. The patient was fitted with a life vest until another procedure can be performed. As of today the lead remains implanted but electrically deactivated. No adverse patient effects reported.

Manufacturer narrative:
(B)(4).